Event description:
A customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer leaked approximately 5ml of fluid from the mixing chamber. The leak was contained within the instrument. The customer was wearing a lab coat, goggles, and gloves at the time of the occurrence. There was no injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The material data safety sheet (msds) was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) observed that the instrument had a leak at the differential mix chamber. The cause of the leak was the tubing from the blood sampling valve (bsv) to the differential mix chamber. The fse replaced the affected tubing, and no further evidence was observed. The fse verified repair per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).